Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms for an unknown period of time. The most recent measurement was 143 ohms. No adverse patient effects were reported. The rv lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms for an unknown period of time. The most recent measurement was 143 ohms. No adverse patient effects were reported. The rv lead remains implanted and in service. Additional information was received indicating this rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported outside of the surgery needed to implant the lead. The old lead remains in the patient but is not in use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms for an unknown period of time. The most recent measurement was 143 ohms. No adverse patient effects were reported. The rv lead remains implanted and in service. Additional information was received indicating this rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported outside of the surgery needed to implant the lead. The old lead remains in the patient but is not in use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to update the type of reportable event field in h1.